Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided d1: brand name unknown / not provided d4: catalog number unknown / not provided d4: lot number unknown / not provided d4: unique identifier (UDI) number unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment fractured within the implant at tooth site #19. It was damaged by the gp. Therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported healing abutment for evaluation. Visual evaluation / functional test was performed, visual evaluation was performed, the unknown healing abutment was engaged and stuck to an implant. The abutment and the implants external threads were covered with bone debris. Subsequently, a malfunction could not be verified. Additionally, damage was identified on the abutment, likely from occurred during removal. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet healing abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. However, a definitive root cause could not be identified. Therefore, based on the available information, device malfunction was not established. The implant and abutment were covered with bone debris. The reported event was could not be verified and is non-verifiable with all the reported information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.